Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil had migrated and perforated her uterus') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunctions during the procedure" on (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced complication of device insertion ("physician was not able to place the right essure coil"). On (B)(6) 2016, the patient experienced coccydynia ("pain in tailbone"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / increasingly severe pain"), pain ("increasingly severe pain and discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and adhesion ("adhesions"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, complication of device insertion, pain, menorrhagia, abdominal pain, alopecia, rash, dyspareunia, coccydynia and adhesion outcome was unknown. The reporter considered abdominal pain, adhesion, alopecia, coccydynia, complication of device insertion, dyspareunia, menorrhagia, pain, pelvic pain, rash and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type/usability issue corresponds to the following meddra llt: device insertion failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: events added: ¿adhesions¿ ¿pain in tailbone¿ secondary reporter added. Amendment: indication was recoded to ¿female sterilization¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil had migrated and perforated her uterus') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunctions during the procedure" on (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced complication of device insertion ("physician was not able to place the right essure coil"). On (B)(6) 2016, the patient experienced coccydynia ("pain in tailbone"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / increasingly severe pain"), pain ("increasingly severe pain and discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and adhesion ("adhesions"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, complication of device insertion, pain, menorrhagia, abdominal pain, alopecia, rash, dyspareunia, coccydynia and adhesion outcome was unknown. The reporter considered abdominal pain, adhesion, alopecia, coccydynia, complication of device insertion, dyspareunia, menorrhagia, pain, pelvic pain, rash and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 02-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type/usability issue corresponds to the following meddra llt: device insertion failed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / increasingly severe pain amongst non serious events. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve them. She underwent surgery to remove her essure coils, after learning that her essure coil had migrated and perforated her uterus. Pelvic pain and uterine perforation are anticipated in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure. It may occur with essure, most often during insertion. Even though plaintiff mentioned device malfunctions and unspecified complications during insertion, uterine perforation was diagnosed almost ten years after the procedure. The exact date and the mechanism of perforation are not known. However, considering the nature of event, a causal relationship with essure cannot be excluded. During essure therapy, pelvic pain may occur. Given the plausible temporal relationship and the absence of alternative explanation, causality with essure was considered related. This case was regarded as incident, as a surgical removal of coils was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult (>=18y & <65y) female consumer of unspecified age who had essure (ess205)(fallopian tube occlusion insert) inserted on (B)(6) 2006 for birth control. During placement procedure, due to device malfunctions and complications during the procedure, plaintiffs physician was not able to place the right essure coil. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive hair loss, excessive rashes, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2016, she underwent surgery to remove her essure coils, after learning that her essure coil had migrated and perforated her uterus. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / increasingly severe pain amongst non serious events. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve them. She underwent surgery to remove her essure coils, after learning that her essure coil had migrated and perforated her uterus. Pelvic pain and uterine perforation are listed in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure. It may occur with essure, most often during insertion. Even though plaintiff mentioned device malfunctions and unspecified complications during insertion, uterine perforation was diagnosed almost 10 years after the procedure. The exact date and the mechanism of perforation are not known. However, considering the nature of event, a causal relationship with essure cannot be excluded. During essure therapy, pelvic, abdominal, and back pain may occur. Given the plausible temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical removal of coils was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.